Event description:
It was reported that the pt experienced increased pain. A contrast study revealed a kink/occlusion at the lumbar site. The catheter was explanted and replaced. The pt recovered without sequela. The pump contained hydromorphone at the time of the event.

Manufacturer narrative:
Results refers to the catheter.